Event description:
It was reported that a loud screeching noise was emitted from the motor. No patient injury was reported.

Manufacturer narrative:
Other, other text: a manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was returned with a damaged enclosure, cracked tack cover, and a faded line cord. The customer complaint was confirmed; the pump's motor was noisy. The cause of the problem is a faulty pump. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. E4 is unknown, no information provided to date.